Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's latitude monitoring system detected a red alert (high right ventricular (rv) pacing impedance). The local representative and clinic nurse were notified. The red alert information was reviewed by the clinic from latitude's physician's web site. Following a request for additional information, the local representative contacted event analysis to report that there were no further information available.